Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was continuously introduced through the sheath while attempting to aspirate. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.